Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set disconnected from the primary set which resulted in a fluid leak. The secondary set disconnected from the port when the unspecified infusion pump was started for patient infusion of chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.